Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: "after looking into the case above, it looks like an adjustment to the patient's medications was made which had a reduction in the arrhythmias the patient was experiencing. The patient was bridged to lvad. The pump was explanted during the procedure and disposed of per hospital policy".

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. While rounding, the patient was found to be in supraventricular tachycardia (svt). The patient was awake and alert with no reports of palpitations. An amiodarone bolus and drip were ordered. The patient was intermittently self converting back to a baseline heart rate in the low 100's. It was reported that dobutamine was decreased this morning. Additionally during the support, there was epistaxis that prompted anticoagulation pause. The pump remained on while awaiting a left ventricular assist device. Additional information was received. The svt was treated with cardioversion from an external defibrillator and intravenous amiodarone. The plan is for the patient to go for a lvad. It is believed that the patient has a clotting disorder that they attributed to the epistaxis.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Arrhythmia: I the root cause of the arrhythmia was unable to be determined due to insufficient clinical details. Epistaxis: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.